Event description:
Procedure: colorectal. According to the report: the case was a colorectal cancer. The surgeon used a ceea 34 to do a rectum anastomosis. The surgeon found that the instrument could not be withdrawn from the pt. Then the surgeon cut the tissue open, re-do of purstring completed and finished the case with a new circular stapler. There was no pt injury reported.

Manufacturer narrative:
Product not distributed in the united states.